Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. However, a photo of the detached tissue bag was provided, which confirmed the complainant's experience. As the event unit was not returned, testing was unable to be performed and the complainant¿s experience could not be replicated. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance. Applied medical has reviewed the details surrounding the event and is unable to determine the root cause based on the description of the event and the photo that was provided. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Name of procedure performed: ni. Surgeon was using device intraoperatively. The bag came off the prongs and bead closed shut before they could use. Limited information provided from hospital. Additional photo available - see attachments. Patient status: patient is fine, and completely unaffected. Type of intervention: ni.

Manufacturer narrative:
The event unit is not anticipated to return for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Surgeon was using device intraoperatively. The bag came off the prongs and bead closed shut before they could use. Limited information provided from hospital. Patient status: patient is fine, and completely unaffected.